Event description:
It was reported that the user experienced intermittent charging issues with the ilet device, noting a solid green indicator while the device remained on the charger for extended periods without an increase in battery level, though charging sometimes resumed normally; a spare charger was ordered and education was provided. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included customer troubleshooting and assessment of charging function. Investigation of this case revealed inconsistent charging performance consistent with a device charging function issue, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evidence.

Manufacturer narrative:
Initial.